Event description:
Patient reported a left side "doctor thinks its a leaking valve" and "I can pinch the bag". Device remains implanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "doctor thinks its a leaking valve".